Event description:
I had laser vision correction surgery with dr (B) (6) in (B) (6). Post-surgery, I had dry eye problems. The doctor evaluated me and inserted tear duct plugs to help remedy. The problem got much better. I still notice that my eyes are drier than they once were and use eye drops nightly. I still feel that the trouble I have with dry eyes is less than the trouble I had wearing glasses or contacts. Also note I had not worn contacts for 10 years at least before the surgery. Dose or amount: once.